Event description:
It was reported that a dexcom g7 continuous glucose monitor intermittently lost communication with the ilet, with repeated sensor reconnecting alerts and signal loss noted on the ilet; blood glucose was elevated to 280 after a dinner announcement and later measured in range at 113, and the user was advised to replace the sensor and contact the cgm manufacturer if the reconnecting alerts persisted, indicating an intermittent communication issue potentially related to the cgm¿s antenna/electrical component. Symptoms included hyperglycemia. Outcomes included a delay to treatment/therapy and a minor illness/impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the cgm and the ilet consistent with intermittent communication failure, with the affected device component identified as the antenna/electrical and magnetic subsystem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.